Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from the patient's eye during the initial surgery due to a posterior tear. Additionally, it was reported that a vitrectomy was performed. The patient was reported to be doing well. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation in the original folding carton. Visual inspection using a microscope 10x magnification showed a cut across the lens optic. Loose particles were observed on the lens compatible with handling the device out of the sterile environment. Both lens haptics were observed in good shape. The customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.